Event description:
It was reported that a patient presented to the emergency room with fatigue. Device interrogation was performed and revealed that the right ventricular (rv) lead was not capturing. The physician elected to explant and replace the rv lead. During the procedure, the patient's heart rate and oxygen levels lowered requiring intubation. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Visual examination found the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures but found shorts between conduction paths due to the inner insulation was damaged by the outer coil bent. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.